Event description:
The medical technician at the ICU department reported they have tested another flexi-seal with same lot number and can't deflate the balloon. They will send the unused flexi-seal device to convatec for evaluation.

Manufacturer narrative:
Based on available information, this event is deemed a reportable malfunction. The device did not perform as intended in pre use testing. If the balloon fails to deflate in use, it is common practice to cut through the inflation line to deflate the balloon. However if that fails, a 45 ml inflated balloon can be pulled out with minimal to no tissue damage because of the large dilatation capacity of the anal canal. According to the reporter the event occurred prior to use therefore no harm to the patient was noted. No additional patient/ event information has been received to date. A return sample is expected for evaluation.